Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports taking humalog insulin based on result of 384 mg/dl obtained on the aviva nano meter while using smart view test strips. Thirty minutes later the customer became unconscious and his wife called 911. Customer was taken to the hospital and tested 65 mg/dl; he was treated with tablets and low blood glucose symptoms improved in about 15 minutes. Upon leaving the hospital the customer compared his aviva nano to his physician's professional meter. Customer tested 291 mg/dl on the aviva nano system and 65 mg/dl on the professional meter within 10 minutes of each other. Requested return of suspect device and replacement was sent.